Event description:
It was reported that during a port placement procedure, the guide wire allegedly could not be advanced inside the iron needle, causing the needle to be pulled out. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle loaded onto a j-tip guidewire was returned for evaluation. Visual and functional evaluations were performed on the returned device. An attempt to remove the j-tip guidewire from the introducer needle was performed and was successful. Resistance was felt during attempt. The guidewire was noted to be stuck within the introducer needle. Uncoiling was noted throughout the guidewire portion. The guidewire did not advance within the introducer needle. Uncoiling was noted throughout the stretched portion of the j-tip guidewire. Therefore, the investigation is confirmed for the reported failure to advance, stretched issue and the identified physical resistance issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guide wire allegedly could not be advanced inside the iron needle, causing the needle to be pulled out. There was no reported patient injury.